Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration and high impedances on the leads despite reprogramming attempts. The patient underwent a revision procedure that turned to an explant procedure due to physician unable to advance the left lead. The physician tested intraoperatively to check stimulation, unfortunately only stomach and leg stimulation were noted. The physician decided to explant all device components. The explanted devices will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076773. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 536243.